Event description:
A customer reported the footpedal cable was working intermittently prior to surgery. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The footswitch cable (which belongs to the system) was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 2, 2004. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on february 2, 2004. Based on qa assessment, the product met specifications at the time of release. (B)(4).